Manufacturer narrative:
The third party contract service personnel advised physio-control that the battery was normally depleted. After charging up the battery assembly, the device functioned normally. The device has since been returned to the customer for use. The cause of the reported issue was due to use error. There was no device failure. The device has not been returned to physio-control for evaluation.

Event description:
The customer contacted physio-control to report that their device would no longer power on (no ac or dc power). There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.